Event description:
Implanted in 2003. In 2005, his bowels shut down and he was vomiting green bile. Surgery found peritoneal cavity full of adhesions and mesh entangled in bowels. Mesh was explanted the same month.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.